Event description:
It was reported that: "the physician performed a stroke last night, mevo m2 occlusion. Even though he was going after a smaller vessel he wanted to evaluate raptor 071 & md carrier for the first time. When he got to the base of the effected m2 he started aspiration. He looked to see if clot was removed, but instead found a sheared piece of catheter in the dish. It actually looks like 2 pieces of broken catheter were found, I was able to save a piece along with the 2 catheters for observation (I'll attach a picture too). The catheter was ultimately too large so he switched to a zoom 55 with success, tici 3. Could we please expedite this complaint to return findings to the physician since he is still in the evaluation phase." Incident report form submitted for this complaint indicates that no patient injury was sustained. Additional information received from the issuer on (B)(6) 2025: 1. Was there any additional devices used through the carrier or raptor unit prior to identifying the catheter piece? He did use an aristotle 18 2. At this time is it known if the catheter piece came from within the raptor unit, or within the carrier unit? It seems like the broken piece came from the raptor unit 3. Was any friction or difficulty noted during the use of the devices that could have caused damage to the unit(s)? There was no friction mentioned or noticed during the case. Only found once aspiration took place. 4. Was there any additional fragment/pieces observed aside from what was pictured? There was 1 more piece/fragment noticed but they weren't able to save. Just the 1 larger piece will be returned in a piece of gauze with the 2 catheters.

Manufacturer narrative:
Balt USA reference #(B)(4). The returned device was inspected in our quality laboratory. During our analysis: - we observed the complete raptor unit was returned. - we noted upon return; the unit was flushed multiple times to check for any particulate however no visual particles were observed. - we observed two minor kinks near the proximal end of the unit (approximately 4.5cm and 12cm from the hub); - we observed no visual damage observed along the distal end of the unit. - we observed visual inspection of the mechanical integrity of the raptor unit was performed (including the internal braid), however no abnormalities were identified. - we noted the returned carrier unit was able to completely advance through this raptor unit with no friction felt. - to further evaluate the returned raptor unit, destructive analysis was performed to reveal the integrity of the inner lumen and coating. - we observed damage to the ptfe liner inside of the raptor unit approximately 4cm from the hub. - we noted this portion of the liner was found to be peeled and remained connected to the inner surface (no signs of breaking off/fragmentation). Root cause of the reported issue cannot definitively be determined, however based on the analysis of the returned raptor, the fragmented piece shown in the image does not appear to have come from the raptor unit. The exact origin of the material pictured in the image provided is unknown, however no missing liner/material was observed along the raptor unit. The returned raptor unit was flushed and examined multiple times to determine if any sort of visual particles or material could be seen while flushing, which did not reveal any visual foreign particulate to come out of the device. Evaluation of the returned device was performed which identified the raptor unit showed visual signs of damage along the exterior and interior surface of the device. Although this damage was observed, the visual analysis revealed there were no missing sections from the internal or exterior surface/lining. Despite the damage observed along the raptor, no friction was felt while advancing the returned carrier unit through this raptor unit during the complaint analysis. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f241200650 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.